Event description:
It was reported that an asymptomatic patient presented via merlin at home transmission, nonsustained lead noise episode due to post-paced t-wave oversensing was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.